Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 6 months following the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm non-medtronic surgical aortic valve, the patient was admitted to the hospital due to increased dyspnea, and fluid retention. A transthoracic echocardiogram (tte) was performed that revealed severe central aortic regurgitation, decreased left ventricular ejection fraction (ef), and enlarged inferior vena cava with no respiratory collapse. A transesophageal echocardiogram (tee) was performed that revealed the mechanism of aortic regurgitation to be cusp degeneration with leaflet retraction and likely leaflet tear. Additionally, mild anterior paravalvular leak (pvl) was observed and there was no evidence of endocarditis. An electrocardiogram (ECG) was also performed that revealed new atrial fibrillation (afib). Four days following the tte, tee and ECG, a positron emission tomography (pet) scan with computed tomography (CT) scan was performed that revealed no convincing findings for infective endocarditis. Subsequently, the patient was administered subcutaneous (sq) heparin, and a transcatheter aortic valve replacement procedure was planned.